Event description:
The caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged.